Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cataract (cataract), was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: lee, k., kim, g., & sa, h. (2021). The clinical spectrum of periorbital vascular complications after facial injection. Journal of cosmetic dermatology, doi:10.1111/jocd.14019.

Event description:
This MDR is related to MDR 3013840437-2021-00060 and 3013840437-2021-00061 referring to the same patient. This is a literature report from a single-center retrospective study aimed to categorize vascular complications according to clinical manifestations, and describe the prognosis of each category, after facial injection of cosmetic filler or local anesthetic. This literature report from (B)(6) concerns a (B)(6)-year-old female patient. The patient was injected with hyaluronic acid, into the nasal dorsum (intentional device misuse). The patient had no underlying diseases with cardiovascular risk factors, such as hypertension, diabetes, or hyperlipidemia. She was healthy. Ten minutes after the treatment with hyaluronic acid, the patient experienced impaired vision in the left eye, headache, nausea, and vomiting. Twenty-two hours after the treatment with hyaluronic acid, the patient presented to the center. The patient had purpura affecting the nasal dorsum and glabella and complete blepharoptosis, ophthalmoplegia, and exotropia of the left eye. The patient also had subconjunctival haemorrhage. The initial best-corrected visual acuity showed that she had no light perception in the left eye. A fundus examination revealed diffuse retinal whitening with a cherry-red spot in the left eye, suggesting central retinal artery occlusion, further described as ophthalmic artery occlusion. Magnetic resonance angiography showed no evidence of intracranial vascular abnormality. At presentation the patient demonstrated limitations of extraocular movement. The patient immediately underwent intralesional hyaluronidase injection into the nasal dorsum and glabella and anterior chamber paracentesis of the left eye. As reported, injecting 400 units or more of hyaluronidase into the ischemic area was repeated every hour until the capillary refill became normal, and vigorous massage was followed along the course of vessel to facilitate the permeation of injected hyaluronidase into the vessel walls. There was no improvement of visual loss. She also underwent intravenous steroid pulse therapy and hyperbaric oxygen therapy for 3 days. As reported, hyperbaric oxygen therapy was preferably used to prevent tissue necrosis. As reported, anterior chamber paracentesis was used as an intraocular pressure lowering treatment, for dislodging filler embolus. At 3 months after the filler injection, the left fundus photo shows retinal necrosis. The skin lesion and ophthalmoplegia completely resolved within 3 months. At 3 months after filler injection, blepharoptosis was completely resolved. As reported, purpura gradually resolved within 3 months. However, the patient had fibrotic retinal scarring, and a cataract in the left eye. The final best-corrected visual acuity, at the last follow-up of 44 months, showed that her vision remained at no light perception. It was further described that the patient was blind at the last follow-up. Due to the provided information, the outcome of the event central retinal artery occlusion/ ophthalmic artery occlusion, was considered as resolved with sequelae. The outcome of the event visual loss/ was blind was considered as not resolved. The outcome of the events ophthalmoplegia and blepharoptosis was considered as resolved. The outcome of the events retinal necrosis, cataract, exotropia, subconjunctival haemorrhage, headache, nausea and vomiting was unknown. In the opinion of the authors, visual impairment was not associated with the severity or extent of purpura or blistering, which were the most common complications. Instead, visual impairment depended on whether the retinal arteries were affected or not. Additionally, the authors found that poor initial vision was caused by occlusion of macula-supplying retinal artery, and it was associated with a poor visual prognosis despite treatment. Skin lesions, such as purpura or blistering, blepharoptosis and ophthalmoplegia had the possibility to completely resolve with conservative care within 3 months in most cases. Intraocular pressure lowering treatment had the possibility to be effective in restoring vision if performed immediately after vascular occlusion.